Event description:
It was reported that the physician called in for review of device data as there was a concern of loss of capture as the patient had experienced two syncopal events. It was noted that right ventricular (rv) thresholds have increased, and most recent threshold was normal. Technical services informed there was a stored automatic pace threshold test, and it was successful. Additionally, there was no stored episodes correlated with the time of the reported syncopal episode. Technical services recommend further evaluation of the non-boston rv lead due to significant patient symptoms. Subsequently, the device was explanted and replaced, and the non-boston scientific rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected.the device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the physician called in for review of device data as there was a concern of loss of capture as the patient had experienced two syncopal events. It was noted that right ventricular (rv) thresholds have increased, and most recent threshold was normal. Technical services informed there was a stored automatic pace threshold test, and it was successful. Additionally, there was no stored episodes correlated with the time of the reported syncopal episode. Technical services recommend further evaluation of the non-boston rv lead due to significant patient symptoms. Subsequently, the device was explanted and replaced, and the non-boston scientific rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.